Event description:
The patient was turned for routine care approximately 4 hr. Post-operatively (after attempted tracheal dilatation and open tracheostomy). The tracheostomy became dislodged while the patient was on their side and coughing. The tube was unable to be replaced. A standard endotracheal tube was placed (#6.0). The patient showed no neurological activity post event and expired in 2005.